Event description:
Based on previously reported adverse events (manufacturer report #1831750-2010-01872 and 1831750-2010-01873), an evaluation was performed on all remaining wall saver recliners located at this facility. This evaluation found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 110 mg/dl (father's aviva meter) and 235 mg/dl (customer's aviva meter) customer felt low blood glucose symptoms at the time of the results comparison. Customer was able to drink a soda on her own to feel better. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).